Event description:
It was reported that the pulse generator could not be interrogated. When the patient was last seen on (B) (6) 2009, the device had a longevity estimate of 1.0 - 1.25 years. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.